Manufacturer narrative:
The initial medical device report was submitted 2938836-2013-04426. (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that over a period of 7 months, the battery voltage showed significant decrease. No reason for the accelerated depletion were identified. The device was explanted and will be returned for analysis.